Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 90 units. Reportedly, the cartridge was filled with 200 units of insulin. Reportedly, the customer reloaded the cartridge and received an inaccurate fill estimate. Blood glucose level was 181 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.